Event description:
This is filed to report single leaflet device attachment. It was reported that a mitraclip procedure was performed to treat tricuspid regurgitation (tr) with grade 4 and thin leaflets with a wide gap. It was noted imaging was difficult throughout the procedure. An xtw (21118r1086) was deployed on the tricuspid valve without issues. To further reduce tr, an additional xtw (21209a1054) was inserted and placed on the tricuspid valve. However, the clip became caught on chordae and was unable to be freed. It was then observed the patient heart rhythm went to a complete heart block. CPR was administered and a temporary pacemaker was placed. The physician then stated the first clip had detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was still unable to be removed from the chordae but was able to grasp both leaflets. Therefore, the clip was deployed. Shortly after deployment, the clip detached from the anterior leaflet and remained attached to the septal leaflet. Tr remained at a grade of 4 and the procedure was discontinued. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported image resolution poor was due to challenging anatomy. The reported incomplete coaptation (slda) was also due to challenging anatomical condition. The reported off-label use (indication for use) was associated with the use of the mitraclip device on the tricuspid valve. It should be noted that the mitraclip IFU states the "mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation." Since the device was used for a tricuspid valve repair, this is considered as an off-label use of the device. The reported unchanged tricuspid regurgitation (tr) was related to the slda. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.